Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusion.

Event description:
When the physician was advancing the stent with having the pigtail straightened with a straightener, the wire guide penetrated the stent and protruded the stent. Therefore, another zebd-7-4 was used instead to complete the procedure. (No information about the wire guide used with the complaint stent and also the replacement device is available). There have been no adverse effects to the patient reported. No adverse effects to the patient reported. Additional information: for all complaints: for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact? Already stated in patient/event info tab. What was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* unknown. Was the wire guide lubricated prior to use? Unknown. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Was the wire guide inspected for damage prior to use? Unknown. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use) was the package damaged? N/a.

Event description:
Supplemental report is being submitted due to completion of lab evaluation on 04-feb-22.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
1 x zebd-7-4 device of lot c1882163 involved in this complaint was returned to cirl opened in its original packaging. With the information provided, a physical and a document-based investigation was conducted. The complaint device underwent a lab evaluation. Visual inspection: stent and positioner returned. Kink noted on 2nd and 5th side ports on the non tapered end. Small hole/minor perforation noted on the 5th side port of the non tapered end. Kinking noted on the 2nd 4th and 5th port of the tapered end. Pigtail straightener present on stent. 2nd pigtail straightener present on positioner. Functional inspection: 0.035 inch wire passes through as expected. Prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user to ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). A review of the manufacturing records for lot c1882163 revealed that this failure mode has not previously occurred with that lot. Based on the information available, there are no manufacturing issues associated with lot c1882163. It should be noted that the packaging insert states the following: "care must be exercised when straightening the pigtail curls using positioning sleeve to avoid kinking or breaking stent". There is no evidence to suggest the user did not follow the instructions. A definitive root cause could not be determined from the available information. A possible root cause may be attributed to user technique whereby the damage occurred as a result of excessive force being applied to the stent as it was being loaded onto the wire guide. It should be noted that several kinks were observed on the return device as per the laboratory evaluation and that a second straightener was returned present on the positioner. A possible root cause of this complaint is that the kink occurred while being straightened as it was being loaded onto the wire guide weakening the wall of the stent and leading to perforation. The complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.